Manufacturer narrative:
The reported condition was not confirmed as the indicator was visible when tested. However, the device has been confirmed for an unrelated condition. The firing safety is broken and the handle is jammed in the closed position. This is evidence that the instrument was fired over an obstruction.

Event description:
The device was used during a sigmoid colostomy procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.